Manufacturer narrative:
According to the complainant the device will not be available for investigation because the device was given to the hospital. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 28 mmol/l (504 mg/dl). The patient reported the cannula did not insert into the infusion site. The pod was not worn and will not be return as the patient gave this pod to their healthcare provider.